Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during a gastric bypass procedure, when the activation switch button was released, it continued to activate. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.